Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 157 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump display functioned properly; no green brown blue screen or cloudy display anomaly noted. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime/a33, the excessive no delivery and displacement test. A water liquid reservoir was inserted in pump reservoir tube and locked properly. However, the insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked case near the display window, cracked battery tube threads and cracked pump belt clip slot.